Event description:
It was reported that an implant at tooth site #17 was removed due to sinus perforation.procedure was not completed.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided.